Manufacturer narrative:
This complaint is still in investigation.

Event description:
Believe the femoral sizer is not correctly sizing the femur.

Manufacturer narrative:
Conclusion and justification status: following investigation by quality and bioengineering, it was concluded that: root cause: undetermined. From the data presented, it is extremely unlikely that out of specification surgical components caused anterior femoral notching in surgery. Wear is a likely cause for out of specification dimensions on the cutting blocks. However, the level of deviation is not significant enough to cause notching. It is also extremely unlikely that the femoral sizer is providing an incorrect measure for the optimum implant size. The interpretation of the surgical technique is the most likely factor that may cause notching. A communication was sent detailing potential sources of error to the responsible sales team. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis.